Event description:
User experienced a leak from the analyzer that was onto the floor and surrounding the analyzer. No patient samples were involved. No one was harmed. The field service representative determined there was a problem with the float switch and replaced it.